Manufacturer narrative:
Based on the limited information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. At this time, the name of the medical center and surgeon involved with this complaint are unknown. Isi has attempted to contact the patient to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.

Event description:
On (B)(6) 2013, intuitive surgical, inc. Received a voluntary report mw5031642 with the following description: I had a da vinci robotic hysterectomy on (B)(6) 2011. I had pain after the surgery that did not go away. Eight days after surgery, I began leaking urine. Ultimately it was discovered that my bladder had been cut during the surgery. Bladder was leaking and infected.